Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the main half-height cubie drawer 1 was not detected on the communication bus and was unplugged at the station. A field service engineer inspected the drawer and identified the problem as originating from the 1.1 drawer controller. The engineer replaced both the drawer controller and the pyxis module controller (pmc) board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system drawers 1.1 and 1.2 failed and were not detected on the communication bus, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.